Event description:
It was reported that the patient received a vibratory alert for high impedance. The right ventricular lead exhibited a rise in impedance measurements. All other electrical values were stable. It was decided to continue to monitor the patient. No additional information was reported.